Manufacturer narrative:
Concomitant product: 8042u ipg, implanted: (B)(6) 2008.

Event description:
It was reported that there was diaphragmatic stimulation due to the dislodgement of the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.